Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of an "813:01 alarm". This condition had the potential to interrupt delivery. This event occurred during power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer does not want to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem was confirmed but not reproduced during evaluation. The assignable cause was determined to be cascade failure. (B)(4) is a cascade failure from the (B)(4). No repair is needed to fix the reported condition. Additional information: the user interface module software version is colleague 2006(5.09.90). Baxter will continue to monitor similar reports to determine if further actions are required.